Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting oversensing with pacing inhibition. Strips were faxed into technical services and one episode was discussed to be indicative of electromagnetic interference (emi) and another episode was discussed to be indicative of doublecounting of ventricular events. The refractory period of this crt-d was discussed.